Manufacturer narrative:
The customer reported ring artifact on a body image. The philips field service engineer (fse) evaluated the system and determined the compensator in the a-plane collimator was cracked causing the ring artifact. The fse replaced the compensator to resolve the issue. The fse confirmed there was no patient or user due to the artifact. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.